Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), service history, failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release; the service history for this unit for the past 6 months (05/23/2015 to 11/19/2015) did not reveal a significant trend for this same issue; the fmea revealed the risk priority number (rpn) is at an acceptable level; the sra shows the risk for exposure to toxic or corrosive material to be "low." The assignable cause of the odor/smells and haze/mist/vapor issue is the oil mist filter, catalytic converter and vacuum pump oil. The field service engineer replaced these parts and confirmed the sterrad® 100nx was restored to proper function after service. No parts were returned for further evaluation. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer was dispatched to customer site. A preventative maintenance (pm1) was performed and the vacuum pump oil, catalytic decomp filter, and oil mist filter were replaced to resolve the odor and haze/mist/vapor issues. Unit meets specifications and was returned to service.

Event description:
An international customer reported an event of an "odor" and "oil mist" emitting from the sterrad 100nx sterilizer. There was no report of any injuries or human reactions. A field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.